Event description:
It was reported that patient presented in clinic for follow-up. Upon interrogation, it was noted that patient's atrial lead exhibited over sensed noise. The device was reprogrammed resolving the issue. Patient condition was stable.